Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: service - clean lube adjustment. Probable root cause: dvi / s-video/composite cables and connectors, sources and sinks. Sk28 system design (sk28 io board, sk28 m board) . Sk28 firmware . Sdc3 application software. Gravity workflow software application. Software: sdc3 ipad app . Use error. Manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.